Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had called 911 to seek medical attention due to hypoglycemia. The patient's blood glucose levels reached below 20 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling faint and having a panic attack. The patient was observed by paramedics until levels were stable. The paramedics left after 30 minutes. The pod was removed before seeking medical attention. Additionally, the patient states that he bolused for what he thought was 35g of carbs prior to the hypoglycemic event but he is uncertain if he made a keystroke error and entered in 35u instead.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would result in the over-delivery of insulin. The pod functioned as intended.